Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the issue was due to bad power supply in the scc. To resolve the issue, fse replaced scc power unit and verified operation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was free floating, and could not be controlled from the geometry module. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.